Event description:
It was reported that during treatment with prismaflex m150, an access luer connector could not be tightly attached to the tube and an external blood leak occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter first name: na. Nitial reporter last name: na. Initial reporter address: (B)(6). Initial reporter city: na. Initial reporter facility name: na. The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection observed the reported blood leak from access luer connection. In addition, a fluid leak was observed at the level of the luer warmer connection of the return line. The reported condition was verified. Due to lack of an actual sample, the actual cause could not be determined, however, the most likely causes were attributed to a manufacturing issue or product handling issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.